Event description:
While on bypass, perfusionist noticed a narrow band of darker blood in the fiber bundle. Changed out the gas filter, but did not improve the gas transfer. Then surgeon noticed blood was darker at the table and elected to change out the oxygenator. Blood gases taken before changeout showed poor transfer results.